Manufacturer narrative:
The investigation is on-going. A follow-up report will be submitted when the investigation is completed.

Event description:
During robotic-assisted total knee arthroplasty, system setup was completed, including tmini homing and z-pattern verification, without issue. When the surgeon attempted to place the distal femoral pins, the tmini did not respond to user commands. Troubleshooting was performed, including an attempt to place tibial pins and a system reset with rehoming of the tmini; however, the device remained unresponsive. The tmini was replaced with a new tmini, after which pin placement was completed successfully. The procedure continued and was completed robotically without reported patient injury.